Event description:
Customer reported receiving an inappropriate low reservoir alert and a motor error alarm on the insulin pump. It was found that it was just the motor error alarm. Customer could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he had been unable to rewind the insulin pump. The blood glucose reading was 76 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the motor test. No cosmetic damage noted.